Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to a device marketed in the USA. Without a lot number, the device history records review could not be completed. The investigation could not completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
An additional evaluation and a device history record (DHR) review was coordinated by synthes (B)(4) and the report indicates: the investigations included inspecting the manufacturer documents, the raw-material inspection sheets of the supplier, and the technical drawings (dimensions) of both implants. The proximal fracture surface of the pfna and the fracture surface of the bolt shaft were investigated by scanning electron microscopy (sem). The yellow anodized pfna and the green anodized locking bolt are both made of (B)(4) alloy. The examination of the manufacturer documents and the raw-material inspection sheets of both implants showed no deviation in relation to the chemical composition, microstructure and mechanical properties. The materials of the implants are in compliance with the international standards iso 5832-11 and (B)(4) for implants made of (B)(4). The dimensions of the investigated pfna and the ø4.9 mm locking bolt (as far as measurable) were checked using a digital sliding caliper and found to be in compliance with the technical drawing of the producer and ao/asif specifications. The proximal 130° hole (lead-through for the spiral blade) shows a strong single sided abrasion on the anterior side of the hole. The spiral blade shows also gliding-, wear marks but not in an unusual degree. Also the broken ø4.9 mm locking bolt and the inside of the second distal locking hole (for static fixation) show mechanical damages and gliding-, wear marks. These wear marks or strong abrasion marks are a result from micro movements and are a sign for instability and high dynamic loads. In conclusion, based on the results of the investigations we assume that the pfna was subjected to axial loads as well as to dynamic bending loads and assumable torsional loads. The locking bolt was subjected to moderate alternating bending loads (two-sided). Constantly alternating loads (during walking) led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the implants. The implants could not resist the applied force which finally led to the material overload/fatigue failure. Postoperative activities of the patient in combination with a possible instability of the fracture situation may have played a certain role, too. No evidence of material or manufacturing defects were found. It was reported that the part was not received and the lot number was unavailable; however upon further review the lot number was available, a DHR was requested, and the part was received on (B)(4) 2013. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: on an unknown date, a proximal femoral nail a (pfna) was discovered to be broken. It is unknown where this occurred. No additional information is available. This is report 1 of 4 for complaint (B)(4).

Event description:
This is 1 of 4 reports for complaint (B)(4).